Event description:
The device was used during an unspecified procedure on the colon. Reportedly, staples were not present in the instrument. The surgeon manually sutured to complete the procedure. No pt injury reported.